Manufacturer narrative:
A4 - patient weight not provided by the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that that the patient had lactate dehydrogenase (ldh) of greater than 1000 with concern for hemolysis. The log files were sent for review. The event log file contained some expected alarms from the implant date of 05jan2026. There were no unusual events recorded in the log file event history post the implant date. The mechanical circulatory system (mcs) equipment was operating as intended.